Event description:
It was noted that following removal of the steinmann pins intraoperatively, one of the tips of the steinmann pins of the more proximal pin had broken off into the iliac crest. Surgeon irrigated the area and expanded the incision for the pin holes and created an approximately 2cm to 3cm incision over the iliac crest. There was no prominence of any pin in the area. Surgeon elected not to proceed with continued attempts of removal. It was likely the pin was buried in the bone. X-rays taken. The patient was made aware. No further consequences reported on the patient.